Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported during a case when mechanical ventilation was initiated the unit alarmed 'manifold pressure sensor failure' and lost the ability to mechanically ventilate. The unit was swapped out with another and the case was continued. There is no report of patient injury.